Event description:
The patient implanted for chronic low back pain reported that therapy was not working as expected. She wanted to meet with a manufacturer representative (rep). An overdischarge was suspected. Her healthcare provider (hcp) told her she had to coordinate the meeting between her and the rep. Additional information received from the patient in response to follow-up reported that they had met with the rep and determined that the battery was totally dead. She was hoping to have replacement surgery in the middle of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.